Event description:
It was reported that smoke was coming out of the console when the unit was turned on. No pt injury reported.

Manufacturer narrative:
(B)(4) inspection and analysis of the unit was completed. Field service engineer replaced fluidics controller, pump, power supply and power inlet module. The unit was observed through several cases. No further issues reported. The unit is operating properly and meets amo specs. There is no pt involvement.